Event description:
The customer used the device to check their blood glucose and they obtained a result of 77 mg/dl. Fifteen minutes later spouse found pt passed out. Emergency medical technician's were called and they checked pt's glucose on their equipment and the level was 20 mg/dl. Pt was treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for eval.